Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that insulin pump did not alarm "low reservoir" and when customer went to routinely change reservoir, it was found that reservoir was empty. Customer's blood glucose was 405 mg/dl. Customer treated high blood glucose with manual injection. Customer was advised that insulin pump would need to be replaced.